Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a 92-year-old male patient in french reimbursement study with an aortic dissection underwent a thoracic aortic endovascular repair (tevar) on 19jan2021, where a zdeg-pt-36-154-pf (complaint device) was implanted without difficulty. The degree of oversizing was not reported. The primary tear was distal to the left subclavian artery. The dissection began at the level of the left subclavian artery and extended to the infrarenal abdominal aorta. An unknown secondary or re-entry tear was reported. The proximal seal zone had moderate tortuosity with no calcification, occlusive disease, or thrombus. Information on the distal seal zone was not obtained. The device was implanted below the left subclavian artery. A balloon was used on the proximal sealing zone of the graft during the procedure. A type 1b endoleak was reported at the end of the procedure. It was reported that blood flow from the bottom of the graft was communicating with the primary tear allowing flow into the false lumen. The patient discharged on (B)(6) 2021. On (B)(6) 2021 (7 days post-procedure) a secondary intervention was successfully performed, where a distal graft extension (a zdeg-p-36-204-pf) and dissection stent (device information is not available) were implanted. On (B)(6) 2021 it was reported that the patient died due to a progression of pancreatic cancer. No further imaging or secondary interventions were reported. Review of the device history record gave no indication of the device being produced out of specification. A preoperative and 3 postoperative CT studies along with the complaint report were provided and reviewed by cri. Per the imaging review the distal endoleak appears to be solely from retrograde flow from dital re-entry tear, there is no evidence for ¿classic endoleak¿ between graft and intima. Based on the provided information and imaging review this complaint is unconfirmed. After investigation the event for this (B)(4) is no longer reportable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# pr331578. Blank fields on this form indicate the information is unknown or unavailable. Similar to device marketed under PMA/510(k): p180001. Annex e - code not available for endoleak. Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(4) 2021 during the index procedure, a zdeg-pt-38-154-pf (lot# e4033067) was implanted without difficulty. The degree of oversizing was not reported. No other devices were placed. Primary indication for implant was an aortic dissection (diagnosed (B)(6) 2021). The primary tear was distal to the left subclavian artery. The proximal location of the dissection was within the left subclavian artery and the distal locations were the aorta at the celiac, aorta at the superior mesenteric artery, and in the infrarenal abdominal aorta. An unknown secondary or re-entry tear was reported. The proximal seal zone had moderate tortuosity with no calcification, occlusive disease, or thrombus. Information on the distal seal zone was not obtained. The device was implanted below the left subclavian artery. A balloon was used on the proximal sealing zone of the graft during the procedure (information about the balloon was not collected). The device was patent without device integrity issues at the end of the procedure. A type ib (distal) endoleak was reported. The patient was discharged on (B)(6) 2021. On (B)(6) 2021 (7 days post-procedure) a secondary intervention was completed to place a distal graft extension (zdeg-p-36-204-pf: lot# e4046907) and dissection stent (device information for dissection stent queried but not yet available). The secondary intervention was reported to have been successful. Additional information received 18may2021: for the final question, in discussion with the rc at the site, it appears that blood flow from the bottom of the graft was communicating with the primary tear allowing for flow into the false lumen. Patient outcome: the secondary intervention was reported to have been successful. The patient remains in the study.